Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that intermittent occlusion alarms occurred. Additionally, it was reported that unspecified alarms occurred. The customer reverted to an alternate method of insulin therapy. Customer's blood glucose was in 250-350 mg/dl range.

Manufacturer narrative:
The failure investigation has been completed and the alleged occlusion issue was verified in the pump logs; however, no failure was identified. Additionally, based on the analysis, the alleged udefined alarm issue could not be verified.